Event description:
It was reported that the surgeons hand held screen froze while performing a revision surgery in which a generator was being replaced. The existing generator was exposed and interrogation was unsuccessful due to generator at end of service. The initial interrogation of the new generator was successful then the hand held screen froze. No intervention was taken to resolve the freezing screen issue. The surgical procedure was aborted and the new generator was not implanted. The surgeon was informed of the recommendation to remove and reinsert the flashcard which will temporarily resolve the issue.